Manufacturer narrative:
The device has not been made available to medtronic for evaluation. The device labeling (e.g., operating instructions) indicates the device returns to the asynchronous mode after each synchronized discharge and if synchronized cardioversion needs to be reattempted, the sync switch must be pressed again. Based on the information reported, the root cause of the reported problem appears to be use error.

Event description:
The device was used to administer a 100 joule synchronized shock to a patient in atrial fibrillation. The patient's arrythmia was not converted. A second shock at 200 joules was administered. The second shock was reportedly delivered asynchronously because the physician did not reactivate the device sync mode prior to administering the shock. The shock was reportedly delivered to an inappropriate part of the patient's heart rhythm and the patient's rhythm converted to ventricular fibrillation. Approximately 12 more shocks were administered with the device over a 40 minute period in an effort to convert the patient's ventricular fibrillation. A biphasic lifepak (r) 12 defibrillator/monitor was made available and used to deliver a shock and the patient's rhythm was converted to tachycardia which later changed to a normal sinus rhythm. Reportedly, as result of oxygen deprivation during the lengthy resuscitation the patient reportedly experienced brain damage.